Event description:
Pt with a history of large atrial septal defect detected on tee and significant symptoms. Right heart catheterization revealed a large left to right shunt. The tee revealed right ventricles as well as the right atrium. Color doppler analysis performed across the atrial septal defect revealed a left to right shunt. Using a multi purpose catheter and a j-wire, the atrial septal defect was crossed. However, once the sizing balloon was advanced over the wire and attempts were made to measure the atrial septal defect, it was evident that the size of the atrial septal defect was much smaller than what was inspected on the tee. It was now clearly evident that the pt had more than one atrial septal defect. At this time, the wire and th eballoon were withdrawn. The wire was readvanced across the septum engaging into the larger defect. Once this was achieved, the sizing balloon was now advanced and the defect size measured. It was noted that the atrial septal defect was at least 22 to 23mm. However, there was no clear indentation of the sizing balloon. As a result, a larger device was used. A larger 28mm amplatzer septal occluder device was used. This device was successfully deployed. However, with the push pull technique, it was evident that the device was unstable. The device was removed. Next, a 26mm device was attempted as it was thought that the previously used 28mm device was larger in size. However, the 26 mm device fell short of size and was easily maneuverable across the septal defect. Hence, this device was removed. Finally, a 30mm amplatzer septal occluder device was deployed across the interatrial septum. The push pull technique was performed and it was felt that the device was adequately stable. Intracardiac echocardiogram was used to further inspect the device. Once it was clear that the device was adequately seated, it was released. Following this, the delivery sheath was removed. Three minutes later, the pt had a significant ectopy. Fluoroscopy was now performed and it was clearly evident that the device embolized into the right ventricle. At this time, attempts were made to retrieve the device percutaneously. This was unsuccessful. The pt was tkane to the operating room and the device was subsequently removed successfully. Atrial septal defect repair was undertaken at the time with a pericardial patch. The pt did not have any other significant complications during the procedure. The pt recovered well and was discharged home 4-5 days later. It should be noted that dr. Was present in the cath lab proctoring this procedure. Summary of follow-up office visit on 2/2/06: pt is doing well; no symptoms. Will follow-up with an echocardiogram in six months to rule out any residual atrial-septal defect and evaluate the right heart. The occasional premature ventricular contractions are benign and need no further treatment at this time.